Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while the customer was attempting to calibrate, the pump touch screen was unresponsive. Reportedly, the customer was unable to press numeric keypads. Customer's blood glucose level was 279 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.